Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days post implant procedure of the leadless implantable pulse generator (ipg), the patient experienced bradycardia. Interrogation of the device was unsuccessful and x-ray revealed device in the right renal vein. Surgical intervention to retrieve the device with the snare through the groin was performed successfully. The leadless ipg was replaced with conventional ipg. No further patient complications have been reported as a result of this event.